Event description:
It was reported by the customer that the unit is not charging. He said he plugged it in and both indicator lights (green and yellow) came on but the charge did not take and the unit is not lifting at all.

Manufacturer narrative:
It was reported by the customer that the unit is not charging. He said he plugged it in and both indicator lights (green and yellow) came on but the charge did not take and the unit is not lifting at all. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.